Manufacturer narrative:
Date of birth: 1981. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced tachycardia, bradycardia, atrial fibrillation, and chest pain. An angiojet zelantedvt catheter was selected for a thrombectomy procedure in the leg. The patient was prepped well with full bloods completed; renal function was fine and k+ was at 4.7 prior to the case. The patient's baseline heart rate was 66 beats per minute (bpm). The patient had bilateral iliac venous non-bsc stents from a previous case. Due to a second pregnancy, the left side had gone down. The patient had no thrombolysis and there was some flow through the stents. However, there was a lot of clot which was mainly in the stents but a bit more distal as well. It was noted the patient was under general anesthesia and the anesthetist had been warned that he may see some arrhythmias. During power pulse with the angiojet zelantedvt catheter, the patient was stable. During thrombectomy treatment, the catheter was run constantly. For the first 1 to 2 minutes, the patient was stable. From 100 seconds to 260 seconds, which was the end of treatment, the patient experienced tachycardia (93bpm) and extreme bradycardia (0bpm). The patient was given some drugs to elevate the heart rate and it was agreed that the treatment would be given intermittently for 10 seconds on and then for 10 seconds off. This allowed for the treatment to be completed. The patient was sent to the ward in stable condition for high observation overnight and into the following day. In that time, the patient experienced atrial fibrillation and some chest pain that settled by morning. It was noted the patient did not have an inferior vena cava filter. The final patient condition was noted as stable.